Event description:
A health professional reports the product was misused. Pt reports the locking ring was not used and the cannula detached from the syringe during a cataract extraction procedure. It was reported there was damage to the pt's retina. A vitrectomy and membrane dissection were performed. The pt's outcome was reported as "good". Product labeling states, failure to follow all assembly instructions in 'directions for use' may result in cannula detachment and the possibilty of serious injury.